Event description:
D5 1/2 ns infusion at 100 cc/hr per peripheral IV cannula with flow regulation attached to extension tubing before cannula attachment. Intermittent IV push for administration of morphine and dilantin via flow regulator lower port. After being in place for 1 day, regulator connector broke into pieces when cleansed with alcohol prior to extension tubing change.